Event description:
It was reported that the video telescope's "snaky tube" was damaged. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, the following likely led to the malfunction: this event was caused by a component failure of the uc sheath. The cause of the uc sheath failure could not be determined. The most likely cause was due to excessive force that damaged the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.